Event description:
A surgeon reported that during surgery, the infusion trocar was not able to be passed through the cannula. As a result, an iatrogenic retinal tear occurred because it took more time. The infusion cannula was exchanged to an alternative one and the surgery was finished without trouble. Add'l info has been requested regarding the surgical details and the pt's outcome.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).